Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. Best estimate per report. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, iris damage, elevated iop and vision decrease/impaired are identified in the labeling as known inherent risks of trabecular micro-bypass stent surgery/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. (B)(4).

Event description:
It was reported that following cataract plus a trabecular micro-bypass stent procedure, the patient presented with unresolved hyphema, persisting ¿over a week¿. Reportedly, the patient was on blood thinners, and the surgeon suspects the bleeding as a result of a possible iridialysis. Following counsel with the medical monitor, the surgeon reported that the hyphema was resolving and will monitor the iop. A washout maybe necessary if the iop remains uncontrolled. Through follow-up the surgeon provided the following additional information. Postoperatively, the patient¿s iop decreased from 26 mm hg to 23 mm hg with red blood cells (rbcs) improving from 3+/4+ to 4++, and the clot appeared slight smaller. The surgeon observed a white sheet behind lens (possibly surrounding lens), but could not confirm as the posterior segment remained hazy for a clear view. The patient visual acuity was at hand motion (hm), and the patient was being treated with topical steroids. On (B)(6) 2018, the surgeon provided the following additional information. Reportedly, the patient¿s visual acuity has not improved (poor), and the surgeon restarted the blood thinners after ten (10) days. The surgeon will continue to monitor the patient. Additional information is being requested.